Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 2249 mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The patient's medical history included dystonia. The healthcare provider reported the patient had not been getting good spasticity control for several years and the dose had been escalating. The patient had poor spasticity control despite high dose and supplemental oral or enteral baclofen. The pediatric neurology took over the patient's care and a myelogram/dye study was ordered and completed approximately (B)(6) 2016. It showed a fractured catheter at the l4 level. There were no known environmental, external or patient factors that may have caused or contributed to the issue. The patient was admitted and their dose was decreased by 25 % on (B)(6) 2016. As of (B)(6) 2016, the patient had shown no decrease in their spasticity control with the decreasing dose so it was decreased by 25% again. It will be decreased by 25% daily until the physician feels comfortable stopping pump. The patient was being weaned off the therapy. The patient was not interested in replacing pump or catheter due to history of poor control and transportation issues getting to pump refills. The patient status at the time of the report was noted as alive, no injury.

Event description:
Additional information received from the health care provider (hcp) reported the catheter had fractured and migrated out of the intrathecal space. The hcp was requesting the pump off authorization form as the patient wanted the pump turned off. The hcp noted that the issue had already been reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.